Event description:
It was that the patient experienced urinary incontinence since (B)(6) 2017 due to a non functioning artificial urinary sphincter. Magnetic resonance imaging identified an empty reservoir. The device remains implanted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/27/2019 08:43 pm CT.the report number is being corrected from: 2183959-2019-60404to: 2183959-2018-60603

Event description:
It was that the patient experienced urinary incontinence since (B)(6) 2017 due to a non functioning artificial urinary sphincter. Magnetic resonance imaging identified an empty reservoir. The device remains implanted. Additional information received indicate the artificial urinary sphincter was removed due to fluid loss. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 11:56 am CT. The report number is being corrected from: 2183959-2018-61994 to: 2183959-2018-60603.

Event description:
It was that the patient experienced urinary incontinence since (B)(6) 2017 due to a non functioning artificial urinary sphincter. Magnetic resonance imaging identified an empty reservoir. The device remains implanted. Additional information received indicate the artificial urinary sphincter was removed due to fluid loss. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.